Manufacturer narrative:
Phone number: (B)(6). Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for bd vacutainer® safety-lok¿ blood collection set with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® safety-lok¿ blood collection set had a loss of blood near the short tubing.